Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient went to the clinic due to pain around the device site. The wound was open with two suture sleeves showing. There were no additional adverse patient effects reported. The lv lead was explanted.